Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level which was 33 mg/dl. Customer's current blood glucose level was unknown. Customer stated that they had issue with the insulin pump. Customer did not allege that the insulin pump was over delivering. Troubleshooting was performed for no delivery alarm and customer stated that the insulin was exited. The product will not be return for the analysis.